Event description:
Information received by medtronic indicated that the customer had visited to emergency room due to high blood glucose level. Customer's blood glucose level was 473 mg/dl at the time of incident. Customer was treated with intravenous insulin drip. Troubleshoot was performed. No further patient complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched , a cracked case behind the pump near the battery tube compartment and a serial number label fading. The insulin pump passed all the required testing. Unable to verify customer alleged for high bgs. A cracked retainer and a cracked reservoir tube lip were confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.